Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) led an evaluation of one endo gia* 45mm articulating vascular/medium reload and a piece of test media opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was instrument did not fire and staple pre-fired during a ladg procedure. The test media was stapled and properly transected. Visual examination of the staple cartridge noted that the reload fully fired. The reload was loaded into a pmv representative instrument (idrive ultra powered handle 1 and endo gia adapter standard) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Functional and visual testing of the returned sample confirmed the product did meet quality release specifications that were tested regarding the reported conditions due to the ability to test the reload to media. The reported condition was not confirmed. A review of the handle and adapter device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. (B)(4).

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: prior to the fourth fire, the instrument did not fire at all. The surgeon squeezed the handle several time, and some unformed staples dropped into the operative field. Surgeon stated there was no abnormal handling. The rep discovered that the reload was pre-fired. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).